Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set leaked; further described as ¿the leak occurred at the patient line where the connector was and at the connector¿. The customer stated, ¿the tubing always looked sketchy where it went into the patient connector¿. The patient was not connected at the time of the event. This was observed during setup for peritoneal dialysis (pd) therapy; further reported as ¿during priming while the green cap was still on the patient line¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.